Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after an interventional angioplasty procedure using a 7f sheath. Reportedly, the physician commented that when pushing the plunger to deploy the suture, the device "felt different" than usual. The suture of the device did not achieve hemostasis. Another prostyle device was used and deployed successfully and hemostasis was achieved. A femoral angiogram was performed and found that the vessel was occluded. Cut down surgery was performed and a posterior foot from one of the prostyle devices was found and removed. It was believed to be from the first prostyle device that had been deployed; however, it was not confirmed as the devices had been discarded. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of obstruction/occlusion is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.